Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the fenestrated bipolar forceps had a frayed wire. The procedure was completed with no reported injury. On 01/30/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during robotic surgery the mega suturecut needle driver cables and fenestrated bipolar cables snapped.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a frayed wire was confirmed by failure analysis.